Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited episodes of post-paced t-wave over-sensing. The episodes only were reported for one day, then they have stopped. The patient's device will be monitored. There was no impact to the patient.

Event description:
New information received on jan 2, 2025 indicates that there was a recurrence of the post-paced t-wave over-sensing. No patient symptoms were reported.